Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's parent reported that they were never alerted by the patient's g6 app or their follow app that the patient's bg was below 75 mg/dl. The cgm was reading 72 mg/dl. The patient was feeling cold and clammy and dizzy. A bg was checked which was 28 mg/dl. The parent treated the patient's blood sugar by having him drink a soda and eat a piece of candy. After that the patient felt fine again and the bg returned to normal levels. He did not need to be taken to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.